Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) at maximum outputs settings along with increased capture thresholds in the right ventricular (rv) channel. In addition, it was reported that when the pacing output was greater than 2.4 v the patient experienced diaphragmatic stimulation. An echogram was performed which showed a slight reduction in the ejection fraction for which a procedure to downgrade the patient to a different device was being considered as the battery longevity was less than three months. Technical services (ts) was consulted and provided options for the possible replacement procedure. Further information was provided stating that the root cause for the reported loc remained unknown and continuous monitoring was going to be provided. This crt-d remains in service. No adverse patient effects were reported.